Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient never experienced pain relief from the device. The patient did not see any difference with the device on and decided to stop using it four years prior. They did not recharge the device. The battery went into an overdischarge state and telemetry issues were noted. A physician mode recharge was done two times in order to have successful communication with the device. Recharging was possible. The patient met with the representative on (B)(6) 2014 and a power on reset (por) message was seen. The error codes 3618 were seen. The por was cleared with the clinician programmer with ¿no problem and clock reset.¿ a new program was started that day and the patient noted that they had ¿never felt the stimulation like that before.¿ it reportedly ¿seemed good¿ and the patient was to try the new setting. A follow up report will be sent if additional information is received.